Manufacturer narrative:
H3: other text: the customer worked with the service representative.

Event description:
This report is based on information provided by philips service representative and has been investigated by the philips complaint handling team. Philips received a complaint about the heartstart xl+ indicating the battery is low. There was no patient involvement. The customer worked with the service representative. The customer was instructed on how to fully charge the battery. The device was fully operational. Power on test and visual test are passed, device return to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was the battery needing proper charging. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after the battery was fully charged. The investigation concludes that no further action is required at this time.